Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, bisphosphonate treatment, inadequate bone quality/quantity, mobility. An implant with bigger diameter has been placed successfully.